Manufacturer narrative:
Device not returned. Device is still implanted in pt and therefore, it is not available for eval. No evaluation will be performed. If device becomes available with additional info a supplemental report will be issued.

Event description:
It was reported that, "medial condyle cracked when impacting trial-fit probably too tight."